Event description:
It was reported that pump was explanted due to a motor stall. On interrogation of the device, it was found that a motor stall had occurred. It was noted that the collar around the catheter was corroded/split at the connection area to the pump and therefore, also explanted. The device and tubing were replaced. The drug used was midazolam (dormicum) which was an off label drug. The pt received midazolam 1.5mg/day and the concentration of the drug was 500 mg/ml. The pump was replaced with good outcome. At the time of this report, no further details were provided. Additional info will be provided when available.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.